Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the main board has a burnt wire port, it was black. There was no reported patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint of "main board has a burnt wire port, it was black.¿ the issue was confirmed through visual inspection. The probable cause was damaged pcba. The pcba was replaced, and the power switch was also added. All tests passed within specifications. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.